Event description:
It was reported that the patient notifier activated for high hvlic. The patient was lying down when the notifier activated. The high lead impedance values were reproduced in the clinic. Lead replacement is schedule d.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.